Manufacturer narrative:
We were notified that the plate broke in 2007. The following month, we became aware that the revision surgery occurred four days before..

Event description:
The plate broke requiring revision surgery. According to the patient, she did not fall, but twisted her leg a little and felt pain in her calf.